Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving bupivacaine and dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. The patient reported that 'I got a new handset a month or so ago,' and 'I'm having the same issues. The handset was way too slow, and they were getting some error messages. The main one they get was error code 353 and it was taking about 2-3 minutes just to get a bolus. Normally, as soon as they get a pump fill, it will go through in seconds, otherwise the usual was less than a minute.' The patient stated that today, they noticed a 'not online' or 'wi-fi off' or something like that and inquired that had anything to do with it. It was later was confirmed that 'no network connection' and the agent reviewed handset wi-fi considerations. The patient stated that when connecting to the pump, 'after it hits 90 percent, it will shut itself off, I get an error code, I turn it off, let it sit, turn it back on, try to do it again, since maybe it didn't go through (first time connecting), and it says I got it. But the equipment makes me think I did not get one even though it said they did.' The patient mentioned that the percentages will get to 40 or 50 percent, but 90% was the percentage it stays at the longest. The agent assisted patient in clearing data. It was noted that prior to data clear, the patient's data was 2.93 mb. The agent assisted the patient in connecting to their pump, and the patient confirmed they were able to connect to the pump successfully but read the therapy details screen, and patient suspects patient bumped the therapy details menu on the ¿myptm¿ application home screen. The patient mentioned that the handset appeared to be 'doing stuff on it's own.' The patient read an expected 37-minute lockout, as they bolused 'shortly' before calling. When the agent had patient tap on home menu in ¿myptm¿ application, the patient instead closed down ¿myptm¿ application. The patient reopened ¿myptm¿ application and mentioned seeing 'no pump response' and 'move it over the pump,' which they see 'a lot.' The patient appeared to have difficulties navigating equipment. The agent reviewed telemetry, and 353 considerations and patient agreed to monitor and call back for assistan ce as needed.